Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had triggered two lead safety switches for high out of range pacing impedance greater that 2000 ohms. Isometrics were performed, and no noise was able to be created. Boston scientific technical services (ts) recommended programming unipolar pacing and bipolar sensing. The system remains in-service. No additional adverse patient effects were reported.